Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported off-label use was due to the device being used on a tricuspid valve. However, a cause for the reported slda cannot be determined. The reported patient effects of recurrent tr and tissue injury appear to be related to the slda. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedure. The reported hospitalization and unexpected medical intervention were results of case specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for an off-label mitraclip on the tricuspid valve procedure. A mitraclip was implanted successfully. The final tr was grade 1+. There was no clinically significant delay reported. On (B)(6) 2025, a single leaflet device attachment (slda) occurred. The clip was detached from the septal leaflet. A tear at the tip of the septal leaflet was noted. The tr was severe. The clip attached to the anterior leaflet was stable. On (B)(6) 2024, a secondary triclip procedure was conducted. The pre-procedure tr was grade 3. During the secondary procedure they were able to implant a triclip successfully and stabilize the mitraclip with the slda. The final tr was grade <1. There were no adverse patient effects or clinically significant delays. No additional information is available at this time.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 5+ functional tricuspid regurgitation (tr) for a triclip procedure. A triclip was implanted successfully. The final tr was grade 1+. There was no clinically significant delay reported. On (B)(6) 2025, a single leaflet device attachment (slda) occurred. The clip was detached from the septal leaflet. A tear at the tip of the septal leaflet was noted. The tr was severe. The clip attached to the anterior leaflet was stable. On (B)(6) 2024, a secondary triclip procedure was conducted. The pre-procedure tr was grade 3. During the secondary procedure they were able to implant a triclip successfully and stabilize the triclip with the slda. The final mr was grade <1. There were no adverse patient effects or clinically significant delays.